Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that there were several pendant buttons that were difficult to press. The pendant was returned to the manufacturer for analysis and is still under analysis at this time. The site replaced the pendant and completed a full system checkout on the system. After the part was replaced all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant buttons were not responding to user input. No patient was present at the time of the event.

Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The pendant was installed on a known working system. The system booted and readied. They performed a motion calibration and it passed. It failed functional testing, the keys on the pendant exhibited intermittent function. The keys needed to be pressed several times before the system would respond. The visual inspection showed light delamination around the keys. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant button were not responding to user input. No patient was present at the time of the event.